Manufacturer narrative:
The ise system is routinely calibrated every 24 hours followed by a qc run. Prior to the event, na qc results have been within the lab's established ranges. The hotline instructed the customer to remove and clean both the na electrodes. The customer then recalibrated the system and ran qc. This seemed to resolve the problem. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical system. The original results obtained were in the range 132-137 mmol/l. Upon repeat the results obtained were in the range 137-140 mmol/l. The na results were reported out of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.